Event description:
The patient received his scs system on (B)(6) 2011. Soon after the implant, it was reported the patient could not move his feet, then could not move his legs. The physician diagnosed the patient with an epidural hematoma, and drained it. Follow up revealed the patient's issues have resolved. The patient still has the scs system implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.